Event description:
It was reported that customer is the cns for ucsf benioff children's hospital and have been using the cadd solis pump with the cadd administration set # 21-7394-24 for blinatumomab infusions. They have several leaky filters. The fluid is coming out of the air vent. They're asking if there's something they should be doing or is there something they are doing wrong when priming the tubing. No injury.

Event description:
It was reported that customer is the cns for ucsf benioff children's hospital and have been using the cadd solis pump with the cadd administration set # 21-7394-24 for blinatumomab infusions. They have several leaky filters. The fluid is coming out of the air vent. They're asking if there's something they should be doing or is there something they are doing wrong when priming the tubing. No injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found the sample didnt present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported; some components were missing, the spike cap, the valve cap and the blue clip. Base on the increase of reported complaints for filter leaking a corrective and preventative action was opened in order to perform a complete root cause analysis of this failure mode. During functional testing, the customer's reported problem was duplicated. A leak escaping from the filter air outlet was found in the sample. The root cause of the reported issue was found to be leakage of silicone oil transferred from the syringes and/or vials into the medication reservoir during the filling process by the customer.

Manufacturer narrative:
Other,additional information was received indicating patient details. Device received:it was reported that the tubing was subsequently changed, corrected data: d4 model number should be null, cadd administration set.